Event description:
It was reported that while testing for sars-cov-2 on the bd veritor¿ rapid detection of sars-cov-2, 3 false negative results were produced. Pcr testing confirmed that the results were positive. There was no indication that results were reported, and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "customer reported that three specimens tested from that box came back negative yet the pcr sent out on the same patients came back positive."

Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaints that alleges received specimens tested when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number unknown, were negative yet pcr came back positive. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars-cov-2 on the bd veritor¿ rapid detection of sars-cov-2, 3 false negative results were produced. Pcr testing confirmed that the results were positive. There was no indication that results were reported, and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "customer reported that three specimens tested from that box came back negative yet the pcr sent out on the same patients came back positive."